Event description:
A malfunction on a pump was reported by the caller, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappeared.